Manufacturer narrative:
The product was returned for investigation and the failure mode was confirmed. Alleged failure: white powder. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme shipping conditions. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package